Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. An extended investigation was contucted and sensor was de-cased. The returned battery was measured to be within specification. Visual inspection was performed on the unit printed circuit board assembly (pcba), observed that the sensor¿s connector and antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The antenna was damged, unabled to reprogram the sensor to perform the accuracy testing. Adc is unable to perform further testing at this time due to damage during de-casing.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer experienced a seizure and self-treated with painkillers. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. Data extracted on the returned sensor. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was not observed at the base of the sensor tail indicating that the sensor tail was inserted properly. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). However, sensor was damaged during the de-casing. The returned battery was measured, and results were within specification. Attempted to extract data from returned sensor, sensor does not read. An internal visual inspection was performed on the returned sensors pcba, revealed that the antenna and molex had been damaged due to de-casing and are unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage to antenna prevents communication with the molex connector and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer experienced a seizure and self-treated with painkillers. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer experienced a seizure and self-treated with painkillers. There was no report of death or permanent injury associated with this event.